Manufacturer narrative:
Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient experienced suspected pump thrombosis. The patient¿s lactate dehydrogenase (ldh) was greater than 800 u/l, and the patient experienced dark urine. Lvad parameters were stable, and a log file reviewed by a representative of the manufacturer¿s technical services team did not reveal parameter trends consistent with device thrombus; however, low flow alarms were confirmed. Echocardiograms had been performed on unspecified dates, and no device issues were reported. The patient was treated with heparin and plavix for multiple days and the ldh began to decrease. On an unspecified date, the patient was discharged to home. Additional information was requested, but was not provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. Furthermore, low flow hazard alarms were confirmed per the evaluation of the submitted log files. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.